Event description:
Consumer stated: I used your floss and the string grabbed on to my front tooth and chipped it. You have to put this in as a precaution. Now I have to go to the dentist to repair. Product was not returned for review.